Event description:
Additional information was received reporting that the cause of the event is unknown and that the coil would not travel through the microcatheter. The patient was undergoing treatment for a small vessel gastrointestinal (gi) bleed. The patients vessel tortuosity was normal. The patient did not experience any adverse effects or injury in association with this event. The procedure was completed using different medtronic coils. The quantity was confirmed as two defected concerto coils under the same lot number that would not travel through the microcatheter. There was catheter resistance in the middle of the device. The coil did come out of the introducer sheath smoothly. A continuous catheter flush was not administered during the procedure. There was no kink/damage observed on the coil or catheter after removal. The information was not confirmed/provided by the physician it was done through the lead technician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil would not track into the microcatheter. There was coil jam. There was difficult placement. The coil was not implanted at the intended location. There were no additional steps or surgical interventions required to remove or secure the coil. The device did not jump during deployment. The vessel was not damaged. The tip of the catheter was not under stress. The tip of the catheter did not move during deployment. The physician did not rotate the delivery pusher during the procedure. The aneurysm did not rupture. The device and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications associated with this event were reported. Ancillary devicesinclude a terumo progress 2.4 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.